Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. No device returned. The iol (intraocular lens) was returned outside of the device wrapped in surgical material. Solution is dried on both surfaces of the optic and haptics. The optic is scratched or marked rejectable and has fibers adhered. The root cause for the reported complaint could not be determined. The IFU (instructions for use) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient requested multifocal lens had no eye disease. Therefore, the company lens was inserted surgery was performed in december. After surgery, both refractive and keto values are 0, however, the patient's eyesight was poor. Therefore, the patient was under observation. Even in january the naked distance visual acuity was 0.3. Furthermore, the patient had complained about glaring during day and night since the first postoperative day and still the symptom seemed to be ongoing. The customer pointed out the defect on the lens. Reportedly, the replacement of the defective lens with a single focus lens. Additional information was requested.. There are two medical device reports associated with this patient. This file is for left eye.